Event description:
Presents years after boston scientific advantage sling with vaginal discharge and pelvic pain. Preop office cystoscopy: area starting from the right anterior portion of the bladder and extends to the right proximal urethra that has a whitish rough appearance. This may represent a very thin layer of bladder mucosa covering the underlying tension free vaginal tape mesh. She was then taken to surgery for exploration and possible excision of sling. Findings during surgery: pus-filled urethral diverticulum in the mid suburethral per cystoscopy prior to the procedure. The diverticulum is filled with purulent material and mesh is visible in the diverticulum. Seventy-degree cystourethroscopy was performed at the conclusion of the procedure. There was efflux of indigo carmine from both ureteral orifices confirming the integrity and the patency of the ureters bilaterally. There were also no lesions, architectural distortions, injury or foreign body in the bladder, trigone or urethra. The urethrotomy repair was intact at the conclusion of the procedure. The plastic sleeve divider was still wrapped around the right portion of the sling. There was inflammation and pus walling off the plastic wrapped half of the sling. The abscess is lined by necrotic tissue. A 4 cm portion of the sling was also removed from the left side although this portion was not infected. It was concluded that the right plastic sleeve was not removed during the deployment of the sling 3 years ago. Dates of use: (B) (6) 2005--(B) (6) 2009. Diagnosis or reason for use: stress urinary incontinence. Event abated after use stopped: no. Event reappeared after reintroduction: no.